Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with some segments of the message display that did not turn on. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be loose and dirty contacts on the message display sub-assembly. To correct the condition, the display contacts were cleaned and the message display was reseated. If any additional information is received, a follow up MDR will be sent.